Event description:
The hcp called the manufacturer to report problems with impedances. Impedances were greater than 2000 ohms with a loss of efficacy. The patient experienced poor tremor control on the left side, only with stimulation on, since implant revision or replacement. The manufacturer suggested reprogramming the stimulation to address the patient's needs. The manufacturer also recommended an x-ray of the neurostimulator and extension area. The hcp stated, the patient started to have good control of tremor by the end of the phone conversation.

Manufacturer narrative:
.